Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they have a pain they assume is from the device. Patient stated they have never had this pain before. Patient clarified the pain doesn't go all the way up their head, "which is what the battery is in them for", but it goes into their neck and it is the worst pain they have ever had. Patient reported the pain started this morning when they got up. Reviewed role of patient services and redirected patient to their healthcare provider (hcp) to further address the issue. Agent reviewed role of patient service and representative. Agent reviewed considerations and patient requested assistant to turn therapy off to see if that helps. Patient turned off therapy and will monitor symptoms. Agent redirected to hcp. Additional information was received from patient (pt) who reported a manufacturer representative (rep) helped them adjust the device and the pain stopped. They reported they are meeting with healthcare provider (hcp) because the device is not vibrating.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.